Event description:
It was reported that during a superion indirect decompression system implant procedure while the physician was attempting to place the spacer implant the implant broke. The physician removed the broken implant, and the procedure was cancelled. The patient was doing well post-operatively. The implant was retained by the facility and was not returned to bsc.